Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. Corrected fields: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that the staff at the user facility had misunderstanding and understood insufficiently on reprocessing methods. Instructions for use warns on insufficient reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, including that no bedside pre-cleaning steps were performed. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not performing bedside pre-cleaning steps on the bronchovideoscope during reprocessing. No patient infections or injuries were reported.